Manufacturer narrative:
The pod was received undeployed due to a high pulse widths and a drive stall at the beginning of first prime that caused first prime to end early. This resulted in the firing flat not being lined up with the release bar by the end of second prime and the pod failing to deploy. The pod was reran and the high pulse widths and drive stall both were not replicated. Inspection of the pod found the hook post spring to be flush with the chassis indicating it was incorrectly installed. This could not be confirmed as the cause of the reported event. The exact cause of the high pulse widths and drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward.